Event description:
Additional information received that troubleshooting resolved the communication issue. Reportedly, it was just an ipg -controller connection issue.

Manufacturer narrative:
Per the additional information received, this event does not meet the reportability.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and information.

Event description:
It was reported that the patient's ipg is unable to communicate with external devices.